Event description:
A pt with external jugular PICC line was difficult to flush. The pt needed to sit up to breathe. PICC was being removed because inability to draw blood. Staff noted catheter hub had pulled partially out of the catheter upon withdrawal.